Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis treatment with revaclear 400, the patient experienced a "whole body rash". Treatment was stopped immediately, and the patient was given calcium gluconate (10 ml) and dexamethasone (5 mg, intravenously). It was reported there were no significant changes in patient's condition. Subsequently, the patient was admitted to the hospital. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.